Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, on a patient with complicated anatomy with a lot of tortuosity, mainly on arterial access. A mitraclip xtw was inserted and deployed on the mitral valve without issues. To further reduce mr, a second clip, a mitraclip xtw, was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, and while deploying the clip, there was abrupt manipulation. The clip was deployed, but with an abnormal position. The clip remained attached to only the posterior leaflet. The mr was reduced to a grade of 2. Ther procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement, incomplete coaptation, premature activation, or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, cause for the reported unintended movement and premature activation could not be conclusively determined. The reported incomplete coaptation appears to be related to challenging patient anatomy, per case details. The reported poor imaging is related to challenging patient anatomy, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.